Event description:
It was reported that the drill overheated. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device investigation revealed the presence of corrosion of the rotor assembly and on the bearings in the rotor. Presence of corrosion and insufficient lubrication can result in increased friction among the rotating components of the device, which can lead to generation of heat.